Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reason for call was not being able to increase time; caller states that for "more than 6 months" they have not been able to adjust their stimulation. Caller stated that they cant raise it or low stimulation. Patient services asked if the device was helping with symptom control and the caller said that their only issue was the programmer not letting them increase stimulation. On the call, the stimulation/device was off. Caller did not know stim was off and does not recall turning it off. The caller then successfully turned the device back on to a comfortable level. The troubleshooting steps that were taken on the call resolved the issue. No further patient complications are anticipated or expected as a result of this event.